Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly.

Event description:
The customer initially reported that their device had its service wrench icon illuminated. After an evaluation of the device, it was observed that the device had internal electrical leakage which causes the internal hlc batteries to become depleted. There was no patient use associated with the reported failure.